Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Upon interrogation, the patient's right ventricular (rv) lead was found to have high pacing impedance, high capture threshold, and failure to capture. Varying low voltage impedance was also found on the rv lead. Based on these malfunctions, the physician alleged insulation breach and lead fracture on the rv lead. No imaging was performed. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.